Event description:
The customer received a blood glucose reading of 14 mg/dl from her contour and a reading of 144 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
The strips were returned and tested by qa. They read 2 mg/dl high out of spec and gave e2 and e11. Low results were not confirmed. Retention lot gave satisfactory results.